Event description:
It was reported that during a spacer implantation procedure, the cam lobes of the initial spacer broke upon deployment. It was noted that there was thick bone, osteophytes, or other obstruction causing resistance during the procedure. The physician reportedly did not use excessive force during the deployment of the spacer. A replacement spacer was subsequently implanted without complication. The patient was reported to be in good condition postoperatively. The damaged device was not retained for analysis, as it was lost during transit.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.